Event description:
On 06aug2025, johnson and johnson vision care (jjvc) employee sent an email to the acuvue abiliti¿ overnight brand contact lens (cl) manufacturing site (menicon b.v.) Informing them of the following adverse event. Menicon b.v. Informed the manufacturer (menicon co.). Additional information was provided on 20aug2025, and menicon co. Obtained information that the patient had been using unique ph as a care product. - adverse event information - on (B)(6) 2025, the patient wearing acuvue abiliti¿ overnight contact lenses noticed symptoms of eye pain and watery eyes. The following day, (B)(6) 2025, the patient visited an optometrist, diagnosed with a right eye (od) small central corneal ulcer and was treated with vigamox every 2 hours. The patient had been using the lenses overnight for approximately 1 to 3 months, with a daily replacement schedule. There was no indication of lens misuse, and the patient's lens care practices were considered appropriate. The exact cause of the corneal ulcer remains undetermined. The patient discontinued lens wear following the onset of symptoms and has been undergoing treatment. As of the date of the visit, the injury had not yet resolved, and the patient was still in recovery. Since we were unable to obtain the actual product and lot number of unique ph, we could not conduct an investigation of manufacturing records, etc. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Gtin of unique ph. 120 ml: 00853253003003. 75 ml (starter kit): 00853253003058. 75 ml (travel pack): 00853253003065.